Event description:
It was reported that following a direct stenting procedure resistance was felt with the guide wire. After post dilatation, the guide wire and balloon catheter got stuck together. An attempt was made to remove the guide wire when it separated approx 35 cm proximal to the distal end of the guide wire. The guide was completely removed with no medical intervention required. Reportedly, there were no pt effects.